Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump battery could not be charged. Reportedly, the issue was caused by debris found inside the usb port of the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact.